Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock on the same day as it was implanted. The s-ic vector was reprogrammed at that time as secondary was determined to have high t wave oversensing. A few months after, the patient experienced another inappropriate shock due to t wave oversensing. An emergency check was performed in which the s-ICD was reprogrammed again. The s-ICD remains in service. No adverse patient effects were reported.